Manufacturer narrative:
Investigation conclusion: the customer reported that there was a defective keypad issue and that the pump would not turn on when the "on" button was pressed was confirmed. Test results identified that when the returned keypad was installed on the test fixture, the keypad did not power on using the system on key as intended. Previous cad failure investigations have identified this issue associated with fluid ingress entering the keypad resulting in contaminated keypad traces. Consequently, the keypad circuit layer becomes damaged, creating an open or short circuit producing unresponsive keypad keys when corresponding keys are pressed. Device inspection: an external and internal inspection was performed on (qty 1, p/n tc10013702). External inspection of the keypad was observed to be in good condition with no irregularities observed. Internal inspection of the keypad found signs of fluid ingress where the flex cable meets the circuit layer. Root cause analysis: electrical failure ¿ design. Device history review: device history record (DHR) reviews are not required for field action complaints because the root cause of the issue is known, the investigation is documented within a CAPA, and a field action has been initiated. H3 : only a keypad was provided for the investigation.

Event description:
It was reported that there was a defective keypad issue. The pump would not turn on when the "on" button was pressed. There was no patient harm. The issue was unknown.

Manufacturer narrative:
A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that there was a defective keypad issue. The pump would not turn on when the "on" button was pressed. There was no patient harm. The issue was unknown.